Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).

Event description:
It was reported that an in-office device test was not able to measure or select the device thresholds and it was also noted the battery was "aging." The device remains in use. No patient complications have been reported as a result of this event.